Event description:
15 days post laparoscopic vaginal hysterectomy, pt discovered to have bilateral ureterovaginal communications and partial ureteral obstructions requiring placement of external ureteral stents. Possibly related to use of bicoag cutting forceps intraop, question of equipment malfunction and/or settings. Vaginal mucosa damage per operative report. Equipment/device used on trial basis under direction of distributor.